Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: could not perform pretest due to damaged comb. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, on an unknown date, the device was in need of repair for an unknown reason. There was no patient harm/injury or surgical delay as there was no patient involvement. During investigation it was found that the device had a damage comb. Due diligence is completed; no further information is available.